Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a spine fusion surgery using rhbmp-2 and collagen sponge from a transforaminal approach. The rhbmp-2 collagen sponge was placed outside a cage. Reportedly, the patient post-operative period had been marked increasingly severe and unrelenting low back pain and radicular pain on the right side. Radiographic imaging demonstrated cage back-out. Severe pain and symptoms ultimately compelled patient to undergo a revision surgery on (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosed: adjacent segment degeneration status post prior fusion. He underwent the following procedures: 1. Exploration of fusion. 2. Removal of l3-l4 segmental posterior hardware. 3. Laminectomy, l2, l3, l4 and l5. 4. Posterior lumbar interbody arthrodesis (transforaminal lumbar interbody fusion), l2-l3, l3-l4, l4-l5, l5-s1. 5. Biomechanical spacers x4. 6. Harvest of local autograft. 7. Use of operating microscope. 8. Posterolateral arthrodesis, l2-l3, l3-l4, l4-l5 and l5-s1. 9. Segmental posterolateral pedicle screw instrumentation, l2-l3-l4-l5-s1, five levels. 10. Bone marrow aspirate. As per the operative notes,¿ each superior and inferior endplate at all 4 levels was decorticated further with the disk space curettes, and then at each level 1/8 of a large infused bone morphogenetic protein kit was filled with bone paste from the harvesting from the drilling and placed into the anterior portion of the disk space. This was followed with morselized autograft from the la minar remnants from the laminectomies which had been performed from l2 through l5 inclusive. ¿no intra-operative complications were reported.